Event description:
The patient fell in 2008. The implantable neurostimulator was working afterward, but the device was turned up to the maximum level when she was upright. Approximately 2 months later, the patient experienced no stimulation sensation in her area of paresthesia and lack of therapeutic effect. Triple beeps were heard when the patient attempted to adjust stimulation. Device troubleshooting revealed no neurostimulator response light or neurostimulator on/off response. When the device turned back on several days later the patient felt a jolt. The patient was seen in clinic. The leads were alright as confirmed by impedance measurements. The amplitude was turned to 6 volts to prevent shocking in the future. An x-ray was ordered to check for possible lead migration. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.